Manufacturer narrative:
The field service engineer determined the reference electrode needed to be replaced. The electrode was replaced, a nozzle was cleaned, and ise checks were performed. Calibration and controls were tested. Samples with questioned results were repeated and values matched between analyzers. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect ci for gen.2 on a cobas 8000 ise module. The sample initially resulted with a cl value of 113 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting with a value of 95 mmol/l. The repeat value was believed to be correct. The cl electrode lot number and expiration date were requested, but not provided.